Manufacturer narrative:
User error: per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimate gauge readings were received. Customer pulled out more insulin than the gauge reading indicated. Customer refilled/refilled the cartridge and customer knows that the cartridge was labeled for single use. Tandem technical support advised customer to reload using a new cartridge. Blood glucose was 70-300 mg/dl.